Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope had an e216 error (scope communication error code) and the scope connector was dirty. Based on the results of the investigation, the root cause of the e216 error was corrosion on the plug unit. The root cause of the scope connector was dirty was water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of pierced; this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, the gastrointestinal videoscope had an e216 error (scope communication error code) and the scope connector was dirty. The root cause of the e216 error was corrosion on the plug unit. The root cause of the scope connector was dirty was water leakage. There were no reports of patient involvement.